Event description:
The product was used during a vascular ligation procedure. Reportedly, the staple line was incomplete. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.